Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a st segment elevation, heart block and air embolism. Approximately four minutes after a transseptal puncture, the patient presented with long pauses between qrs complexes, shortly followed by st elevation and eventually ventricular standstill. Investigation by interventional cardiologist found an air embolism in the right coronary artery. Prior to introduction of the smart touch catheter, it was purged with heparinized saline and a mapping flow rate of 2 ml/min was used while the catheter was in the heart. No ablation occurred prior to the adverse event. Operator discussion identified cause of the event was potentially the flushing technique of the long sheath used. There is no further information about the hospitalization and if any additional intervention was performed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.